Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was in pre-peritoneal space on a laparoscopic inguinal hernia procedure, the scope was inserted into the back of the device and insufflation bulb was attached but the seal on the dissection balloon was broken with a small piece missing, the valve disengage and the balloon would not inflate. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the obturator was received. The inflation syringe was not received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon were received. The circular seal for the dissector balloon was cut. Pmv performed functional testing; using a test syringe the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.